Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. As no serial number was provided we were not able to complete a device history record review. The root cause could not be determined, the user¿s report was not confirmed. Consequently, investigation believes the subject device temporarily experienced the reported issue as a result of there being dirt or dust on the electrical connectors. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report could not be confirmed, the image was displayed. However, upon further inspection, severe rust was discovered on the coupler unit. The focus ring was stiff with poor rotation. The unit was unable to be disassembled. Forcing any further removal efforts would risk damaging the lens. The unit was deemed unrepairable by investigation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the image on the video adapter would not appear during procedure preparation. There was no patient harm or consequence reported as a result of this event.